Manufacturer narrative:
As the implants were being opened, the rep surveyed the field and noticed the 36mm +5 head trial was missing. An x-ray was taken post-closure on the table-nothing was seen on the x-ray, but since it was never found, there is still a possibility that it could be in the patient. Also, surgery was delayed 20-25 minutes. Examination was not possible, as the instrument was not returned. Since (B)(6) 2005 design features, including an x-ray wire, have been in place to alleviate this issue. The manufacturing age of the instrument is not known. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
As the implants were being opened, the rep surveyed the field and noticed the 36mm +5 head trial was missing. An x-ray was taken post-closure on the table-nothing was seen on the x-ray, but since it was never found, there is still a possibility that it could be in the patient. Also, surgery was delayed 20-25 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.